Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that "they" took so long to refill the pump, the pump "quit working" 3 and a half months prior to (B)(6) 2018 and the pump was refilled a month prior to (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that, in regards to the cause of the delay in getting the pump refilled, the patient had to travel "quite a distance" and had to find a place and then see a psychiatrist before having appointments before they finally refilled it. There were no further complications reported at this time.